Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer's mother stated that the customer was lethargic, vomiting severely, and heavily producing ketones at the time of arrival. The customer's mother further stated that the customer had an extremely rapid pulse and her blood pressure had dropped dramatically. The customer's mother then stated that the customer was treated with a wide range of medications. The customer stated that she used a quick-set infusion set. The customer also mentioned that she had been getting a lot of bent cannulas. Troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.